Manufacturer narrative:
(B)(4). Corrected investigation summary: the analysis found that one psee45a device was returned with the anvil bent upwards and with one gst45d cartridge loaded in the device. The cartridge reload was received partially fired 2/3 and with the cartridge deck damaged. In addition seven cartridge reloads present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. Furthermore, the anvil knife slot, pcb component and knife were noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r5at4n. See attached facility medwatch # (B)(4). Investigation summary: the analysis found that one psee45a device was returned with the anvil bent upwards and with one ecr45d cartridge loaded in the device. The cartridge reload was received partially fired 2/3 and with the cartridge deck damaged. In addition seven cartridge reloads present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. Furthermore, the anvil knife slot, pcb component and knife were noted to be damaged. No functional test was performed due the condition of the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. (B)(4).

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a thoracic surgery on a patient that had radiation therapy, on the sixth firing of the stapler, unknown reload used, no buttressing, the stapler locked out during firing. The doctor attempted to use the reverse button but the reverse button wouldn't open the jaws of the instrument. The doctor tried to use manual override but manual override wouldn't work. The doctor cut around the stapler and used suture to repair the cut line. It was not reported how the remainder of the procedure was completed. There were no patient consequences reported. When the doctor removed the device from the patient, the blade was fully advanced, the tissue was radiated but not too thick.